Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, it was informed that the dentist did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 14 days after the dental implant was installed in intraoral region 30#, its non- osseointegration was observed. Moreover, 20n.cm of primary stability was achieved and the patient presented bone type ii.